Event description:
Boston scientific crm received information that a couple days post implant, this right atrial pacing lead exhibited decreased sensing measurements and an increase in pacing threshold measurements. The physician felt the lead had dislodged. A lead revision procedure was successfully performed. No adverse patient effects were reported. The available information suggests this lead remains in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.